Event description:
Customer reported a smartsite infusion blood set was attached to a pt with blood infusing and the pump was alarming air-in-line. Customer reported when the nurse opened the door and removed the tubing from the pump the tubing was split in two pieces and it came apart at the top area that is inserted into the pump. Nurse removed the leaking set and replaced it with a new IV set. There was no report of pt harm and no medical intervention reported. Although requested, no additional pt or event information provided.

Manufacturer narrative:
(B)(4). The customer stated that the set was discarded. The customer's report of set split in two pieces could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.